Event description:
A customer observed a negative (non-reactive) ahbc result for a pt sample tested on the vitros eci analyzer. This result did not agree with past positive (reactive) results of the pt obtained from alternate ahbc methods. This sample result also did not agree with alternate method testing. False negative results may lead to inappropriate physician action. There was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the false negative sample yielded a reduction in the signal to cutoff ratio for the sample. This indicates that there is the likely presence of an unk interferant in the sample. The vitros eci analyzer was determined to be operating as intended during this event. The root cause of the event is an unk interferant in the pt sample.